Manufacturer narrative:
(B)(4). Caller would not provide any further details or information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Adhesive was used to close the incision. Two days, post operatively, the patient had an allergic reaction. The patient returned to the hospital and was prescribed benadryl to clear the allergic reaction. No other information is known.